Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer informed technical support that they did troubleshooting and found out that the main pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is alarming vent inoperable, motor fault, circuit fault, low pip (peak inspiratory pressure) and low exhaled volume continuously. There is no patient involvement associated with the reported event.